Event description:
The customer reported that there was a communication failure error message. This error resulted in a loss of fluoroscopic functionality. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The kv control pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.